Manufacturer narrative:
Updated fields: e2. E3, h2 and h11. The device inspection found the image blackouts during hot and cold water adjustment (occasional during angulation adjustment). Based on the results of the investigation and previous investigations, it is likely suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, e1, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical / electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during set up / inspection for use, the subject flex video scope had no image. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h6, and h11. Based on the results of the investigation, it is likely that the reportable malfunction was due to causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided from the customer.